Event description:
It was observed during the device evaluation, the distal sheath of the gastrointestinal videoscope was melted. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the distal sheath of the gastrointestinal videoscope was melted. Based on the results of the investigation, the definitive root cause could not be determined. It is possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.